Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident was confirmed and duplicated. The root cause of the complaint incident was identified as the catheter used with the cam02 monitor when the complaint incident occurred. The cam02 monitor was verified as meeting performance specifications. The serial number of the cam02 monitor was not provided for this complaint incident. The cam02 monitor serial number is required to complete a DHR review. The DHR review will be completed during the failure analysis investigation if the serial number becomes available. Service history: since the serial number of the cam02 monitor was not provided, a service history review cannot be completed. Rate of occurrence: during the time period ¿(B)(6) 2014 to (B)(6) 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (6) can therefore be calculated as (B)(4) of procedures. Conclusion: the root cause of the complaint incident is the catheter used with the cam02 monitor when the complaint incident occurred.

Event description:
This is the second of three reports. This is reference to the second camino monitor (product ID and serial number unknown). This report is linked to mfg report number: 3006697299-2015-00133 (the original/first camino monitor used). The readings went way high. This was after the patient had been moved and it was assumed by the customer, after some trouble shooting, that the fiber optic cable had broken. The customer attached another monitor but it also did not give a reading that fit the clinical picture. The patient did have a ventric drain so they were able to "jury rig" a transducer and follow the icp in that manner. This approached worked fine and it was continued for some days with the doctor's approval. The customer stated "I do not feel there were any adverse consequences or delayed treatments". Additional information was received on 08sep2015 from the customer: the customer felt the fiber-optic was broken, as it was the only thing that they could not change out. Their trouble shooting efforts involved checking connections, swapping out the cable and camino monitor, assessing the patient, and transducing the ventric. When the readings went way high, the patient was not in distress. The high icp reading was 200 plus. It was believed there was an error code. The patient icp had been in the 8-15 range. The problem may have been both the monitor and the broken fiber-optic. The product ID and serial number of the second monitor used were unknown. The icp reading that the second monitor displayed was also high. Since the icp readings were both very high with the two camino monitors, they were not continued to be used; the transducer was used to monitor icp. No further information was provided.